Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that an arteriotomy closure of the right femoral vein was attempted using a proglide device, via 9fr sheath after an ablation procedure. It should be noted that the proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Additionally, the IFU states: perform a femoral angiogram to verify the location of the puncture site. In this case, it could not be determined if the reported deviations caused or contributed to the difficulties. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right femoral vein was attempted using a proglide device, via 9fr sheath after an ablation procedure. Reportedly, a cuff miss occurred. A figure 8 stitch was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.